Manufacturer narrative:
The report states, "customer called and stated she turned it on and it is very hot, is worried it will cause a fire. She needs an urgent replacement as she is sick and uses everyday." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The report states, "customer called and stated she turned it on and it is very hot, is worried it will cause a fire. She needs an urgent replacement as she is sick and uses everyday."